Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: a review of the black box showed multiple reboots between (B)(6) 2013 and (B)(6) 2013. Visual inspection revealed that the battery compartment was intact with no evidence of moisture or contamination. The battery cap contacts were found to be within specification and that battery cap tightens appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump casing was removed, and there was no evidence of moisture or damage observed to the inside of the pump. The alleged power issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The audio bolus button cover was missing, and there was contamination observed on and around the button contact. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.